Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon aortic valvuloplasty (bav) was performed. Post-implant bav was not performed.

Manufacturer narrative:
Image review: nine fluoroscopic cine loops of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure were provided for review of the event. The patient summary was not provided for anatomical review. The pre-implant bav cine clip shows the treated patient has a horizontal aorta of ca. 80° annulus angulation. An aortic root of more than 70° can be problematic and is not recommended per evolut instructions for use (IFU): ¿implantation of the bioprosthesis is not recommended in patients with aortic root angulation (the angle between the plane of the aortic valve annulus and the horizontal plane/vertebrae) of >30° for right subclavian/axillary access or >70° for femoral and left subclavian/axillary access.¿ imaging shows that the only projection that was used throughout the procedural images that were provided to us is an alleged left anterior oblique (lao) view. If previously no cusp overlap view (cov) was used to assess depth on the non-coronary cusp (ncc) side, no reliable ncc depth check is possible in the lao projection. Also, no contrast that would allow a depth assessment was used in this cine loop recording. Imaging suggests that the evolut frame depth is much too shallow (compare frame vs. Contrast filled cusp and pigtail catheter position). During deployment, the valve appears already too deep (> 1cm) on the ncc side in the lao view used. The valve slides into the ventricle during final deployment and remains there, centimeters deep in the left ventricle (lv). Certain important procedural details cannot be assessed based on the provided report and image material, for example: the amount of push / pull / tension on the delivery catheter system (dcs) and guidewire, or guidewire position and orientation. Based on the limited information provided, it¿s unclear if lao projection only was used for valve depth assessment. If so, this may have led to an implant-depth misinterpretation resulting in a deployment start-position that was already too deep. From there, a valve dislodgement during the final deployment becomes likely and is clearly visible in the provided cine-loops. The movement into the lv may even have been facilitated by the extreme horizontal aorta configuration, an unfavorable dcs or guidewire position and tension, at the time of deployment. Several factors may have contributed to the valve dislodgement. From the available footage and information, a definitive root cause cannot be determined. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID l-evprop23-29 (lot: 0012155070); product type: 0195-heart valves product ID d-evprop23-29 (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve dislodged into the ventricle after the delivery catheter system (dcs) was removed. While attempting to snare the valve into position, the valve dislodged into the ascending aorta. The team decided to implant a 2nd valve (edwards s3). No additional adverse patient effects were reported.